Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. Customer¿s blood glucose level was 250 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.